Manufacturer narrative:
The reported event for high pacing impedance was not confirmed. A complete lead was returned in one piece. Visual inspection and electrical testing were normal with no anomalies found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead exhibited high pacing impedance. The rv lead was not used and replaced. The patient was in stable condition.